Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience nano stent delivery system (sds) noted blood in the guide wire lumen and no contrast visible. The stent implant was dislodged from the balloon and was not returned. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly crimped on the balloon at the time of manufacturing. There were multiple bends through out the entire length of the hypotube. There was no other damage noted to the sds. The protective sheath was not returned. A ruler was used to measure the entire length of the tip and met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. The reported anatomical conditions reported mild calcification which appears to have contributed to the reported failure to cross. Additionally, the reported information stated that the failure to cross was not due to interaction of the devices but due to the anatomy of the patient. Although analysis noted the stent was not returned and multiple bends to the hypo tube, these were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Information was received from the account stating they can not confirm the location of the stent; however, no intervention was required. In this case, as the location of the stent could not be confirmed by the account, foreign body in patient was coded as a conservative measure. Additionally, since the stent dislodgement was not reported, it is most likely that the stent dislodgement occurred post procedure as a result of handling and there is no indication of a product quality deficiency. A search of the lot history record indicated no related non conforming material reports for the lot and a search of the complaint database indicated no related incidents. There is no indication of a product quality deficiency. All stent delivery system are inspected for stent damage, proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.

Event description:
The device did not cross the mildly calcified lesion through the graft to the obtuse marginal for this patient. The patient was treated satisfactorily with a plain old balloon angioplasty. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No other issues were reported for this procedure. Returned product evaluation revealed a dislodged stent. The account does not have any indication where the dislodged stent is. They cannot confirm location of the stent. The lesion was distal to the vein graft, necessitating passage through the graft to treat the lesion. There was no intervention required.